Event description:
Customer reported that she went go to the emergency room and was hospitalized due to high blood glucose. Customer blood glucose reading at the time of the emergency room visit was over 600 mg/dl. Customer stated was feeling nausea and vomiting prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.